Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for an unrelated device procedure when it was discovered via x-ray that the left ventricular lead had dislodged. The lead exhibited loss of capture in all vectors at maximum output. The lead was repositioned. The patient was asymptomatic.